Manufacturer narrative:
The event occurred on an unspecified date of (B)(6) 2020, further described as "last week". A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported ten (10) homechoice cassettes leaked from the patient line. This occurred during priming of peritoneal dialysis therapy. No damages noted on the packaging. There was no report of patient injury or medical intervention associated with this event. No additional information is available.